Manufacturer narrative:
(B)(4). Method: the complaint 900pt290e autofeed chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information, photographs and videographs provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photographs and videographs revealed that the 900pt290e chamber dome was leaking water. Conclusion: without the complaint device, we are unable to determine what has caused the reported event. Every 900pt290e chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the 900pt290e autofeed chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Appropriate patient monitoring must be used at all times."

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative, that a 900pt290e autofeed chamber was leaking water between the heater plate and chamber base. There was no reported patient consequence.